Event description:
It was reported by aci sales professional that a (B)(6) male pt who weights (B)(6) and stands (B)(6) tall underwent an elective coronary intervention procedure on (B)(6) 2011. The pt has a history of previous catheterization procedures. Access was obtained at the common femoral artery via a 6f pinnacle sheath. Prior to the procedure, the pt's blood pressure was 160/92 mmhg and was given bivalirudin (angiomax) peri-procedure. There was also an ipsilateral venous sheath in place. There was no report of pre-procedure femoral angiogram to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, selected the mynx with grip technology for femoral arterial closure. There was no report of complications during the procedure or closure. Post close, it was reported that the pt's blood pressure started to drop so a CT scan was performed per the physician's order, and a femostop was applied at the access site. The CT scan revealed a pelvic hematoma (size is unk). The aci sales professional confirmed that there was no treatment required, no prolonged hospital stay, and no blood transfusion was given even though the pt lost 1 gram of hemoglobin. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1128001) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Review of design/process (B)(4) confirmed that the failure mode is identified in the risk management document.